Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio- control informed the customer of the possible repair however the repair was declined and the device was subsequently returned to the customer. A root cause of the reported issue could not be conclusively determined.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.